Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
It was reported that orbit g 2 coils ((B)(4)) would not detach during the case using the enpower control cable ((B)(4)) and dcb ((B)(4)). Additional coil and it also did not detach. The detachment box is fine and when they detached out of the patient the coil did detach. No patient effect was reported and used different coils (B)(4). Additional information indicated that the coils would not detach and the box red light went off and did not beep when detached. The equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way. There was no patient affect and they used the target coils to finish up the case. The equipment was checked the equipment and everything was working fine and no issues with detaching additional coils or equipment. As viewed through the returned packaging it was found that the coil was not returned. The coil was ¿air¿ detached which completely melted and destroyed the outer sheath and the detachment fiber. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 53.8 ohms and the enpower systems ready green light illuminated. Laboratory testing could not duplicate the field complaint as the end user successfully detached the coil and the dpu passed all electrical testing. While the root cause of the non-detachment cannot be determined, it was reported that, ¿¿the equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way¿¿ therefore it is possible that the new tech may not have fully connected the detachment cable. In addition, without the return of the unspecified detachment control box (dcb), the detached coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis.

Event description:
It was reported that orbit g 2 coils (641cf0510/c30039 and 641cf0412/c24178) would not detach during the case using the enpower control cable (ecb00018200/c23053) and dcb (ecb00018200/c17449). Additional coil and it also did not detach. The detachment box is fine and when they detached out of the patient the coil did detach. No patient effect was reported and used different coils .0165. Additional information indicated that the coils would not detach and the box red light went off and did not beep when detached. The equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way. There was no patient affect and they used the target coils to finish up the case. The equipment was checked the equipment and everything was working fine and no issues with detaching additional coils or equipment.